Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, h6, h11. MDR section codes updated/corrected: a, b, g. The revision may have been the result of not replacing the humeral stem during the first revision due to humeral tray/torque screw disassociation, which may have led to implanting a new torque defining screw into a humeral stem with damaged threads. This deformation likely did not allow for the new torque screw to be fully seated during the first revision surgery, resulting in the torque defining screw backing out of the humeral stem and subsequently the humeral tray disassociating from the humeral stem. However, this cannot be confirmed as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: serial #: (B)(6), catalog #: 320-10-05 - equinoxe reverse tray adapter plate tray +5 serial# unknown, catalog # 300-01-15 - equinoxe, humeral stem primary, press fit 15mmserial #: (B)(6), catalog #: 320-15-05 - eq rev locking screw, serial #: (B)(6), catalog #: 320-02-42 - rs expanded glenosphere 42mm, +4mm offset, serial #: (B)(6), catalog #: 320-20-00 - eq reverse torque defining screw kit. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00030. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by an equinoxe shoulder clinical study, approximately 48 months post initial right side reverse total shoulder arthroplasty, the patient reported sitting and reaching out and then experienced sudden pain. Subsequently, 6 days after the onset of the pain, the patient underwent a right shoulder revision procedure. Post operatively it was noted to be humeral tray disassociation. Patient was revised with standard humeral stem, torque screw, humeral tray, humeral liner, glenosphere and glenosphere locking screw. The patient outcome was reported as resolved. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, g3, g4, h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.